Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation - no patient injury. Device issue: guide wire separation. It was reported that the guide wire didn't pass the occlusion, so a voyager catheter was used. The guide wire became anchored at the stent area which was previously implanted. By retracting the guide wire, the damaged distal part of the guide wire was seen. The guiding catheter and guide wire were retracted as a unit. Afterwards, another guide wire and a new guiding catheter were used to open the vessel. Inflation was performed using a balloon catheter and the result was good. No additional event or patient information is available. This is being filed based on the returned product evaluation that revealed a separated guide wire.

Manufacturer narrative:
Internal file number - 81905/1: during processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Quality assurance analysis of the returned guide wire revealed that there was blood and contrast visible on the coils and on the coating. There was a kink in the shaping ribbon, 5mm proximal to the tip ball causing the coils to be flattened in the same location for a length of .5 mm. The shaping ribbon had separated, 7.5 mm proximal to the tip ball. The core and shaping ribbon measured 2.6 cm in length distal to the center solder. The coils were stretched, 1 mm distal to the center solder for a length of 22.5 cm. There was no other damage noted to the catheter. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned bmw universal guide wire. Results from the sem analysis of the guide wire indicate that the device core was subjected to excessive ductile overload related to an abrupt bend. This was beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive bending force applied. In this case, it appears that the guide wire was trapped in the anatomy or the older deployed stent. The forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. There was no manufacturing related quality issue found during the bmw universal guide wire analysis. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. The MDR is considered closed by the quality assurance department.